Manufacturer narrative:
The returned tb-0535fcs (lot#kr868093) was evaluated for ¿error message¿ issue. The reported complaint was not confirmed. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and the device passed the probe check testing. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is large amount of tissue buildup. The ptfe pad (teflon pad) was inspected and found worn out and spilt. Charred marks was also observed however no metal exposed noted. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is tight due to excessive tissue build up from the distal tip. The handle load is normal and the rotation of the knob torque is determined to be normal and smooth. In summary, based on evaluation and product return investigation results, the reported issue was not confirmed. During evaluation and testing,there were no error messages observed on the device however, a worn teflon pad with charred marks was observed. The likely cause of the worn teflon pad is attributed to no tissue or insufficient tissue between the probe jaws when the device is activated.

Event description:
It was reported that during a (tlh) total laparoscopic hysterectomy procedure, half way during the case, it was reported that an error u504 and u509 occurred and eventually a probe damage error on a thunderbeat device. Representative conveyed that he looked at the probe and did not observed any visual issues with the teflon pad and no damage on the jaws. The procedure was completed by using another thunderbeat device. No patient harm or injury reported due to the event.